Manufacturer narrative:
The device was not returned to the user facility as it is not repairable once it is disassembled.

Event description:
A micro drill long straight attachment was sent for eval because metal shavings were coming out of it during a procedure. During performance testing by the MFR, overheating was noted. No adverse event was associated with the device.